Event description:
It was reported that the patient presented to the clinic via merlin.net transmission. The transmission showed patient's pacemaker had far r oversensing. No intervention performed and no patient consequences were reported.